Manufacturer narrative:
A ge rep evaluated the system and tightened the connections on the power cord going into the dicom box. System operates as intended.

Event description:
The customer reported, the system intermittently loses the image on the left monitor. No pt injury was reported.